Event description:
The customer contact reported the patient received more medication than intended. The pump was programmed to deliver heparin (25000u/250ml) at a rate of 13 ml/hr with a volume to be infused of 250ml and the delivery was started. After 2 hours, the nurse found the heparin container empty; however, the pump display indicated the volume infused was 22ml. The physician was notified and ordered the heparin discontinued and partial thromboplastin time (ptt) to be drawn every 6 hours for 24 hours. The ptt results were reported as "abnormal". The customer contact stated "there was no significant harm to the patient" the pump was removed from clinical service. There were no reported adverse patient sequelae. Though requested, no add'l information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.